Event description:
As reported on (B)(6) 2014, patient of unk age and gender presented for an endovenous laser procedure. During the procedure, the treating physician encountered difficulty advancing the guidewire within the patient's thrombosed graft due to significant scarring and resistance. The physician removed the guidewire and a new of the same device was used to complete the procedure. Post procedural imaging revealed the tip of the guidewire had fractured off inside of the patient. A secondary procedure was performed on the patient to successfully remove the fractured tip of the guidewire from the patient. It was reported that the patient suffered no permanent harm or injury due to the event. It was reported that the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).